Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed pain from carrying the lifevest. The patient reported developing pain on both hips from carrying the monitor on alternating shoulders. Carrying the monitor around his hip increased the pain. The patient reported not being able to squat and had to push himself up with his hands to get out of seated positions. The patient reported that his primary care physician did an x-ray which revealed arthritis on one of his shoulders. The patient also visited a chiropractor who advised that wearing the lifevest and the weight of it was the cause of the patient's discomfort issues. The chiropractor told the patient that there was tearing and strain on the patient's rotator cuff. The chiropractor advised the patient to carry the lifevest on a backpack and place it high on his back. Follow-up indicated that patient was still being seen for the issues with his back, shoulder blades, and rotator cuff. The patient's physical therapist reportedly advised the patient that the monitor was throwing his back out and in turn was also throwing out his hips when he pushed himself up, and in turn this caused his torn rotator cuff. The patient reported that after going to physical therapy and the chiropractor, the lower part of his body feels better. The patient reported therapy on his shoulder consisting of heat, ice, and exercises. The patient also reported that readjusting the way he carries the monitor also helped. The patient added that he was still experiencing some soreness on his shoulders but that they were slowly getting better. In addition, the patient reported developing a rash under the lifevest electrodes. The irritation was described as red and lumpy. The patient reported that he was managing the rash with lotion/cream. The rash had reportedly been around for some time and remained the same.